Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for hip and non malignant pain. The event date was unknown. The rep had just gotten a call from the hcp regarding the patients pump alarming and was noted to have a reset and safe state. The rep was unsure on whether the logs were checked. It was discussed that the logs should be checked to confirm whether a low battery reset occurred. There were no symptoms reported.

Manufacturer narrative:
The event was upgraded to serious injury due to the additional information.

Event description:
Additional information was received from a device manufacturer representative (rep). Interrogation was complete and the logs were no ted. The pump was in safe state and a reset occurred. Eri was noted to be approximately 12 months. The cause was determined to be a low battery reset. The pump was replaced on (B)(6) 2016. Good flow was noted from the catheter. The pump was filled with 3000 mcg/ml fentanyl and 30 mg/ml bupivacaine and the patient was restarted at 144 mcg/day. The event was considered to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.